Event description:
It was reported that blood was observed in the helium tubing and gas loss alarms occurred immediately after the pt was turned. Physicians were called to bedside and iab was removed and a femstop applied. A re-insertion was not required. There were no reported pt complications.